Event description:
It was reported that during a tka surgery, surgeon went to cut the tibia and it was noticed that the bone model exposed red indicating the drill was loose. Surgeon pushed plan button to reposition the bone model while the surgical tech reassembled the handpiece and drill. Immediately a handpiece error appeared on the screen. It was proceed to recalibrate and the handpiece error occurred again. This process was repeated at least 4 times and it was not possible to get rid of the handpiece error screen. An attempt to unplug the handpiece and plug back in as well. Case was changed to manual procedure. After the case, 3 handpiece tests were performed and passed with 20 and under.

Manufacturer narrative:
The device, used in treatment, was not returned for investigation. The log files were returned for review and indicated that a jam detection occurred the DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint (pn 500097 rev e) provides complete and detailed instructions for drill assembly. This is an identified failure mode within the risk assessment. The relationship of the device and the reported event has been established. The log file indicated that a jam detection error had occurred, which only occurs when the bur comes in contact with the plate of the point probe prior to reaching full exposure. Therefore, the root cause of the reported event was due to user error.